Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag was leaking before patient use. No additional info is available.